Event description:
Customer reportedly obtained results of 560mg/dl and 210mg/dl on the advantage system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.